Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 584 mg/dl. No significant events leading to the alarm were observed; the alarm occurred 4 days prior to the call. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, and a cracked belt clip slot. The bolus wizard could not be tested due to the unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.